Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 30-jan-2017: patient demographic data, medical history and concomitant conditions; backup contraception; malpositioned right coil replaced; lot numbers; previously reported event device was mis-positioned (not in right tube) updated to failed right fallopian tube occlusion with malpositioned right essure device (not in right tube); lab data; occasional spotting added as adverse event. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that failed right fallopian tube occlusion with malpositioned right essure device (not in right tube). Patient had this coil replaced and, later, an hsg showed left tube was patent and left coil was coiled and adjacent to left uterine cornua and isthmic segment of the left fallopian tube. Both events were understood as device dislocation. Device dislocation is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, a lack of efficacy and the reported medical event are known, possible, undesirable events and not indicative of a quality deficit per se. As lot numbers were provided, an updated product technical analysis is expected. Further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of device dislocation ("device was mispositioned (not in right tube)") and the second episode of device dislocation ("hsg showed left tube was patent and left coil was coiled and adjacent to left uterine cornua") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("hsg showed left tube was patent and left coil was coiled and adjacent to left uterine cornua"). On (B)(6) 2015, the patient started essure. On (B)(6) 2015, 3 months 14 days after starting essure, the patient experienced the first episode of device dislocation (serious criteria medically significant and clinically significant/intervention required). On(B)(6) 2016, the patient experienced the second episode of device dislocation (serious criterion medically significant) and device physical property issue ("hsg showed left tube was patent and left coil was coiled and adjacent to left uterine cornua"). The patient was treated with surgery (replaced right coil) and alternative therapy (backup contraception (type not provided)). Essure treatment was ongoing at the time of the report. At the time of the report, the first episode of device dislocation, second episode of device dislocation and device physical property issue outcome was unknown. The reporter provided no causality assessment for the first episode of device dislocation, the second episode of device dislocation and device physical property issue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was essure mispositioned (not in r tube)/ l occluded. On (B)(6) 2016: hysterosalpingogram result was left tube patent and left coil coiled (cont.). On (B)(6) 2016: hysterosalpingogram (cont.) - left coil was adjacent to left uterine cornua. Right tube was occluded. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was found that her device was mispositioned (not in right tube). Patient had this coil replaced and, later, an hsg showed left tube was patent and left coil was coiled and adjacent to left uterine cornua. Both events were understood as device dislocation. Device dislocation is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical event are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was found that her device was mispositioned (not in right tube). Patient had this coil replaced and, later, an hsg showed left tube was patent and left coil was coiled and adjacent to left uterine cornua. Both events were understood as device dislocation. Device dislocation is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, a lack of efficacy and the reported medical event are known, possible, undesirable events and not indicative of a quality deficit per se. Further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: batch number c51079; production date 28-apr-2014; expiration date: 30-apr-2017. Batch number d08062; production date 18-sep-2014; expiration date 28-sep-2017. Based on complaint as reported the device was mispositioned (not in right tube) therefore this case is an unconfirmed quality defect. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for me device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that failed right fallopian tube occlusion with malpositioned right essure device (not in right tube). Patient had this coil replaced and, later, an hsg showed left tube was patent and left coil was coiled and adjacent to left uterine cornua and isthmic segment of the left fallopian tube. Both events were understood as device dislocation. Device dislocation is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.